Manufacturer narrative:
Manufacturer comment: following a sterility test on a retained sample of lot 0398-28, it was confirmed that no bacterial growth was present. Following a thorough review of batch records, no manufacturing deviations were identified for lot 0396-28 and production was completed according to the correct manufacturing specification. There have been no other adverse events of a similar nature reported for lot 0396-28. Clinical comment: potential root causes may relate to non-aseptic treatment conditions, an underlying medical condition or too superficial placement of the sutures. Additional information: a review of all adverse events reported to silhouette lift inc. Confirm no other reported adverse events of a similar nature in association with the treating practitioner. Conclusion: potential root causes may relate to: · non-aseptic treatment conditions; · poor patient aftercare; · too superficial placement of the sutures; · an underlying medical condition. There is no evidence to suggest a product defect.

Event description:
A patient underwent treatment with silhouette instalift on (B)(6) 2019. Four sutures were inserted in the right side of the face and five sutures were inserted in the left side. The patient did not return for their follow up appointment one week after treatment. Three weeks post treatment; the patient contacted the treating practitioner and reporting experiencing issues (not specified). The patient was asked to return for a review: they were prescribed oral antibiotics (not specified) which the issue did not respond to. The practitioner then prescribed IV antibiotics (date not specified). The patient underwent a cat scan of the affected area (date not specified and no results provided to (B)(6)). An infectious disease specialist reviewed the patient (no results provided to (B)(6)). A plastic surgeon removed at least one suture on one side of the face (no further details provided) subsequently followed by drainage of the area. The patient has not returned to the clinic.

Manufacturer narrative:
Manufacturer comment a review of the batch records confirmed that the involved lots (0398-28 and 0396-28) were manufactured and released in accordance with set specifications. There is no evidence to suggest a product defect. A batch trend review shows one other event in association with lot 0398-28, sinclair ref: (B)(4), FDA ref: 3007009755-2019-00005. There have been no other events reported to sinclair in association with lot 0396-28. Retained sample testing on lot 0398-28 has been requested and the results will be submitted in a follow up report. Clinical comment: the treating practitioner is of the opinion that the patient has not followed the recommended post treatment aftercare. Conclusion: the investigation is ongoing and the investigation conclusion will be provided within a follow-up report.

Manufacturer narrative:
Manufacturer comment additional information, including the lot number of the involved product, has been requested. Sinclair are not aware of any lot related trends in association with infection. Clinical comment: the investigation is ongoing and the clinical conclusion will be provided within a follow-up report. Conclusion: the investigation is ongoing and the investigation conclusion will be provided within a follow-up report. Sinclair pharmaceuticals ltd. (Registration number (B)(4)) is submitting this report on behalf of silhouette lift inc.(registration number (B)(4)).

Event description:
On an unspecified date, a patient underwent treatment with silhouette instalift. The patient later experienced an infection and received antibiotic treatment, including IV antibiotics. The infection was reported to have persisted and the sutures were subsequently removed.